Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medial corporation representative went onsite to evaluate the device. The customer's report was duplicated and the lithium battery was replaced to resolve the report. The devcie was recertified and placed back into service. Analysis for reports of this type has not identified an increase in trend.